Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found.

Event description:
It was reported that during an attempt implant, the pre-formed j-stylet would not fully insert into the lead and the lead could not be placed in the atrium. The lead was not used and another lead was used. No patient complications have been reported as a result of this event.